Event description:
It was reported by the customer powerglide pro midline malformation of the metal guide. Additional info. Received (B)(6) 2023: "there was no harm to the patient because when we realized that the guide was damaged, the catheter was not implanted."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. Usage residues were abundant throughout the sample. The device was fully assembled with the catheter overlaying the needle shaft. A complete break was observed in the core wire and the coil wire was severely elongated. The weld tip was intact at the distal end of the elongated wire. Microscopic inspection of the break in the core wire revealed a granular fracture surface. A region of increased luster was observed leading into the fracture site. Microscopic inspection of the needle revealed deformation along the proximal edge of the bevel. The fracture features and needle bevel deformation were consistent with damage caused by contact between the guidewire and the needle shaft. Such damage can occur if the wire is inserted at a steep angle or against resistance and if the wire is retracted against the needle. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. A batch history review (bhr) of regp4491 showed 1 other similar product complaint(s) from this batch number. H3 other text : evaluation findings are in section h.11